Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device experienced poor blade performance. The device worked intermittently and then would not advance. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02714 and medwatch 2210968-2012-02715. The same patient is represented in each medwatch.